Event description:
It was reported that the pt underwent a lead revision on (B)(6) 2011. The lead had to be repositioned. Following the revision the pt experienced a burning sensation in the right abdomen at the implantable neurostimulator (ins) location. The pt had appointments to see physician scheduled for (B)(6) and (B)(6) 2011. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).